Event description:
Device 5 of 6. Reference MFR report: 1627487-2014-02067, 02068, 02069, 02070, 02072. It was reported the pt had his entire pns system (off-label) removed due to infection. The date of the explant is not known at this time. The pt was implanted with two systems and only one system was explanted. It is undetermined which system was explanted. All devices are being reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.